Event description:
The event is reported as: when the product was leak tested on a servo I ventilator, it was discovered that the circuit connector on the expiratory limb was cracked. No patient injury reported.

Manufacturer narrative:
Product has not yet been received by manufacturer for evaluation, therefore, the investigation report is incomplete at this time. A follow-up investigation report will be sent when completed.